Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv0994 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the line had a split in the PICC towards the distal tip that was noticed during removal. No other information provided.